Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the jejunum during a gastrojejunostomy procedure performed on (B)(6) 2022. During the procedure, while positioning the axios stent resistance was met, the stent failed to deploy and the deployment hub broke. The stent was removed fully covered by the outer sheath and another axios stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. It was reported that the axios stent was intended to be placed for a gastrojejunostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the jejunum.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the jejunum during a gastrojejunostomy procedure performed on (B)(6) 2022. During the procedure, while positioning the axios stent resistance was met, the stent failed to deploy and the deployment hub broke. The stent was removed fully covered by the outer sheath and another axios stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed for a gastrojejunostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the jejunum.

Manufacturer narrative:
Medical device problem code a150201 captures the reportable event of stent failed to deploy for gastrojejunostomy procedure. Medical device problem code a0401 captures the reportable event of handle break. An axios stent and electrocautery enhanced delivery system were returned for analysis. Visual examination of the returned device found the stent fully covered by the outer sheath and undeployed. The delivery system was returned in position "4". A destructive inspection was necessary to identify torsion of the delivery system; the outer sheath was found twisted and detached due to rotational damaged. No other problems were noted to the stent and delivery system. The reported event of stent failure to deploy was confirmed. The reported event of handle break could not be confirmed as the handle was returned in good conditions and no damage was noted. A product labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the device was intended to be placed trangastric to the jejunum for a gastrojejunostomy procedure. The IFU states, "the axios stent and electrocautery- enhanced delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The axios stent is not indicated to be placed transgastric to jejunum. Furthermore, according to the product analysis, the outer sheath was returned twisted and detached which is evidence that the handle was incorrectly rotated as the IFU states "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." Based on the available information, the investigation concluded that the reported event of stent failure to deploy and handle break were likely due to failure to follow the manufacturer's instructions. Therefore, a review and analysis of all available information indicated the most probable cause is failure to follow instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.